Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that a knife could not make the incision during surgery. An alternate knife was obtained in order to continue the procedure without delay. There was no impact to the patient.

Manufacturer narrative:
One knife sample was received by manufacturing inside of an opened blister. The sample was examined per facility procedure and was found to be visually nonconforming with a damaged cutting edge. Penetration and sharpness testing was not performed due to the damaged condition of the sample. The final customer lot number was identified. A review of the device history record (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. A complaint history examination revealed that this was the first complaint received against the reported lot. How the blade became damaged cannot be determined from the evaluation. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. (B)(4).